Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause for the described issue is excessive use, or the impact of a major mechanical force caused a blow or a fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: there was distal fiber breakage; debris was under eyepiece window; and the optical lens was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable lock pin instrument had broken off. There was no patient harm associated with the event.